Event description:
It was reported that the blade was lifted. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, outside of the patient, it was noted that the blade was lifted from the balloon. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified that the balloon was returned in a deflated state. The balloon had been subjected to positive pressure. 3 blades were present on the balloon surface however the following blade damage was noted: blade 1 fully intact and bonded to balloon. Balloon pad fully intact. Blade 2 has 3mm of a distal segment detached. Balloon pad fully intact. Blade 3 has 5mm of blade and pad lifted in the distal segment. No section of blade detached from its pad. A visual and tactile examination found no kinks present along the hypotube. A visual and tactile examination found no damage along the shaft polymer extrusion. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the blade was lifted. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, outside of the patient, it was noted that the blade was lifted from the balloon. The procedure was completed with another of same device. No patient complications were reported.